Event description:
Pt came in for removal of port catheter. The doctor was unable to remove part of the catheter. The pt was transferred to interventional radiology for removal of the rest of the catheter.